Manufacturer narrative:
The company representative examined the system and the reported event could not be replicated or confirmed. The system was then tested and met all product specifications. The system was manufactured on december 9, 2015. Based on qa assessment, the product met specifications at the time of release.the system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the anterior vitrectomy did not work prior to a surgical procedure. There was no patient involvement.